Manufacturer narrative:
Device manufacture date and expiration date not available with the information provided.

Event description:
Information was received that the cuff of a smiths medical portex tracheostomy was insufficiently holding air. After checking, the air had decreased 10 cmh20. And after filling it once again, the cuff started to deflate once again after a couple of minutes. No patient injury resulted.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: a syringe was attached and the cuff was filled with air as per device instructions. The cuff was found to fully inflate with no leakage detected. The device was left with the cuff inflated for 24 hours; no leakage was observed during that time. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly and cuff inflation testing. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.